Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient had trial procedure yesterday. Last night patient still had a little bit of urgency so increased amplitude from 3.3volts up to 4.1volts and it was still comfortable but patient was not sure if it should be that high so decreased back down again to 3.3volts. Then when patient tried increasing again they encountered a message that the limit was reached. Patient indicated it is still working at 3.3volts and something is better than nothing. Patient services reviewed meaning of upper limit message. Patient mentioned they were instructed to change from the right to the left side this morning and was not sure if they should still do that. Patient services recommended patient still change sides as directed, however patient should notify managing physician of upper limit message as it could be an indication of a problem. Patient mentioned the left side is deeper and that side was "very difficult" yesterday during the procedure. On an additional call the patient reported yesterday (28-apr-2021) they were able to increase stim to 4.1volts but then decided to go back down to 3.3volts till after the next time they voided. After the patient voided they decided they wanted to increase stim back up and got a message that they were at their max setting. Patient said they were getting a 80-90% reduction in symptoms. Patient switched to the left side, which the hcp said was deeper. When in the left side the patient was only able to increase stim to 1.1volts then got a message that they had reached the max. Patient wasn't feeling stimulation so they went back to the right side and was only able to increase to 1.0. During the call the patient was on the left side. Patient services reviewed decreasing stim to 0volts then increasing back up. Patient was able to increase to 1.9volts but was not feeling stim. Patient has an appointment tomorrow (30-apr-2021). Patient services suggested patient alert the hcp and emailed rep. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.